Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 concurrently with cystoscopy; due to sui. The patient experienced pain, infection, and recurrence. The patient underwent a sparc self-fixation sling system implantation concurrently with exploratory laparotomy for intraoperative hemorrhage on (B)(6) 2007 and (B)(6) 2010 due to sui. The patient also underwent revision of sparc sling on (B)(6) 2010 due to sui. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, (B)(6) 2010, and on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/9/2015. Additional narrative: it was reported that patient underwent transurethral bulking injection (coaptite) with cystoscopy on (B)(6) 2012 due to sui and intrinsic sphincter deficiency. (B)(4).